Manufacturer narrative:
The following was inadvertently reported incorrectly in manufacturer device report 1220648-2024-23530 b1 should have been both adverse event and product problem b2 death and date of death added b5 updated with patient outcome. H1 type of reportable event changed to death h6 health effect - impact code updated to reflect patient outcome.

Event description:
The patient expired on support of the replacement pump. It is noted the patient expired from multiple organ failure; however, the patient required both ECMO and impella therapies and adequate therapy may have been compromised given the event. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was patient movement related. G1 reporting contact email revised on manufacturer device report 1220648-2024-23530 in accordance with updated procedures.

Event description:
The complainant reported the patient was on impella cp support. It was reported that the patient was moved to the intensive care unit bed and the patient's posture changed causing the impella to be completely removed from the aortic valve. The extracorporeal membrane oxygenation did not come off, so hemodynamics was maintained. Therefore, a new impella was reinserted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.